Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon investigation contamination was found on the bedside board and battery board inside the charger/modem. The cause of the inability to charger a battery pack is the contamination inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted form the contaminated charger/modem. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not charger a battery pack. The last pt to use this charger/modem did not report any deficiencies.